Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, the patient had a trivial baseline effusion. After multiple recaptures of the closure device, the procedure was aborted due to challenging anatomy, and the effusion appeared to be slightly larger. There were no hemodynamic changes. The patient received 100mg of protamine and was discharged on the same day.